Manufacturer narrative:
The system history shows that the laser was verified successfully prior to and after the day of treatment. At the visit on site the fse (=field service engineer) verified flap thickness and energy calibration. The system is operating within specifications. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Log file review shows that the energy stayed stable in the expected ranges during the complete day and also no further issues can be identified. No technical problem can be identified. The review of the treatment report revealed that around the applanation area (cornea and cone) there is a big amount of fluid visible. This fluid (water, lacrimation, etc) acts as an interface between cornea and cone and could describe the result of the flap thickness to become thinner than expected. The root cause could not be identified conclusively, however the big amount of fluid around the applanation area is regarded as the most probable root cause for this case. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported a thin flap of the right eye following lasik flap creation. Upon additional follow up the patient is seeing well post operatively. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.